Manufacturer narrative:
Corrected information was provided in correction of the initial reporters first name. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis. The lens remains in the eye. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient also developed a few anterior chamber cells approximately seven weeks postoperative. The patient was treated with steroids, antibiotics and non-steroidal anti-inflammatory medication. There was no bacterium inspection performed.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Manufacturer narrative:
Evaluation summary: evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history records were reviewed and documentation indicated the product met release criteria. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6) . The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. There has been two other complaints reported in the lot number. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the symptoms had resolved approximately three months postoperative.